Manufacturer narrative:
This is a final report as the complaint is related to a delivery issue.

Event description:
Customer called for a replacement meter and received the incorrect product. Due to a delay in testing, he experienced symptoms of sweatiness and frequent urination. Customer was seen at a local hospital and diagnosed with hypoglycemia. The customer does not recall the treatment received. There was no report of death or permanent impairment associated with this event.